Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the 8.0 mm x 39 mm x 135 cm omnilink elite could not advanced or retracted in the 6fr sheath. The sheath and the omnilink elite device were removed together as a single unit from the patient without patient issue. The procedure continued on using a 7fr sheath and another stent delivery system. A delay of about 20 minutes was reported; however, the delay was not clinically significant for the patient, no adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The resistance with the introducer sheath was able to be confirmed. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.